Event description:
It was reported that the system displayed an eod failure during set up. No pt injury was reported.

Manufacturer narrative:
The device was evaluated by terumo and it was determined that the mixing valve o-ring was out of tolerance. The product was repaired in the field.